Event description:
Immediately after insertion of IV catheter, insertion site appeared to be bruised and swollen. Staff was still able to draw blood and flush the catheter without any issues. This occurred at two different locations and departments - with each one reporting multiple occurrences. All devices had the same lot # which was pulled, and the manufacturer was notified. Reference report: mw5115092.